Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2014; 6947m lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range.

Event description:
It was reported that within a few months of implant, the lead alert triggered and the left ventricular (lv) lead exhibited a low impedance measurement, as well as a brief drop in impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead alert was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.